Manufacturer narrative:
Per (B)(4) initial report. Additional information, including x-rays, operative notes, patient age and activity level, patient medical history, update of the patient following revision and if patient experienced any trauma prior to the revision has been requested in order to progress with the investigation of this event. And if received, will be provided in a supplemental report upon completion of the investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revival revision after approximatively 7 months due to pain and strange movement in hip.

Manufacturer narrative:
Per 4979 - final report. Additional information, including x-rays, operative notes, patient age and activity level, patient medical history, update of the patient following revision and if patient experienced any trauma prior to the revision has been requested in order to progress with the investigation of this event. Nevertheless, no information was provided, and the reported device was not available for examintation. Based on the information provided in the report, an internal investigation was conducted by the legal manufacturer. From the analysis of the manufacturing batch record, no possible anomaly emerged that could give evidence of functionality problems of the specific production lot; therefore, it is possible to confirm the manufacturing of the device in accordance with the relative technical specifications. It is therefore not possible to attribute the problem with certainty to a device anomaly and it is to be understood whether the unscrewing of the screw could be due to an incorrect tightening in the initial implantation phase. Based on this, corin now consider this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revival revision after approximatively 7 months due to pain and strange movement in hip.